Event description:
The customer reported that a cartridge alarm occurred with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.